Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that a part of the reservoir compartment was missing and could not hold the reservoir. The customer's blood glucose was unknown at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip and the test reservoir doses not lock into the reservoir compartment due to broken reservoir tube lip. The insulin pump had cracked reservoir tube window, cracked case at the display window corner, minor scratched lcd window and missing the reservoir tube oaring.